Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. It is reported that the pt had tight iliac arteries with the right iliac artery having moderate tortuosity with moderate calcification. It was reported that due to the angulation and pt anatomy, the physician placed a lot of torque on the device. It was reported that the black slide ring retracted but the graft cover did not retract over the stent graft. When the black slide ring was released, "it sprung up as if something was too tight." The device was removed from the pt and another 26mm x 15mm diameter x 16.5cm length bifurcated stent graft was deployed without problems. It was reported that the amount of torque put on the device might have contributed to the non-deployment. It is reported that the pt is doing fine and there is no add'l clinical sequelae reported related to the event. Further info from the user facility regarding this event is pending. The device was discarded and not available for investigation.